Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, analysis cannot be performed. From the information available it is likely that the device performance was limited due to procedural factors during use; therefore, a cause of operational context has been assigned to the reported event.

Event description:
It was reported that during the procedure, the coil (subject device) was deployed into the aneurysm. During the advancement of a second coil thru the microcatheter, the first implanted coil had retracted back into the microcatheter. The subject device and the microcatheter were removed together without clinical consequence to the patient. The physician's opinion was that the first coil may have not been detached initially and detached mechanically during removal of the delivery wire. No further information was reported.

Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that during the procedure, the coil (subject device) was deployed into the aneurysm. During the advancement of a second coil thru the microcatheter, the first implanted coil had retracted back into the microcatheter. The subject device and the microcatheter were removed together without clinical consequence to the patient. The physician&#38112;opinion was that the first coil may have not been detached initially and detached mechanically during removal of the delivery wire. No further information was reported